Event description:
On (B)(6) 2012 the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra 2 meter would not power on. The (B)(4) specialist was able to classify the complaint based on the information provided to customer service. For two weeks, the patient noted the reported meter would not power on with either the test strip insertion or the power button. During this time the patient used a backup meter to test her blood glucose levels. The patient manages her diabetes with insulin taken on a sliding scale. On (B)(6) 2012, the patient ran out of test strips for her backup meter. During this time period when the patient was unable to test her blood glucose levels, she guessed at the correct insulin doses to take. On (B)(6) 2012, at 4:00 am the patient experienced the symptoms of sweating and shaking. The patient administered self-treatment by consuming food and/or drink; she did not seek any medical attention. During the troubleshooting telephone call, it was determined the patient's test strips were correct and there had been no misuse of the product. It was unknown if the patient had replaced the meter's battery as per manufacturer's recommendations. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of blood glucose readings due to the meter power issue, and received treatment with food to alleviate her symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510k#: k053529.